Event description:
The receiver was returned to the MFR. Follow up with the physician's office determined the receiver was faulty and the physician opted to replace the receiver with a rechargeable ipg. It was reported the leads were left in place, and only the receiver was replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.